Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a micra interventional procedure. Imaging of the access site was not performed. Reportedly, the suture of the proglide device was successfully pre-placed; however, the device was unable to be removed. The distal guide portion and foot of the device were out of the anatomy when the resistance was noted. The suture was cut below the knot allowing retrieval of the proglide device as the suture was tangled with the proglide device. No tissue damage was noted. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 27f and the micra procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.